Event description:
It was reported that during an unknown procedure when the surgeon fired the clip it was shaped awkward. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.